Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure, the armada 14 percutaneous transluminal angioplasty (pta) catheter was inflated to 6-8 atmospheres and the tip was noted to break. No parts were missing from the device. There were no reported adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported broken tip was not confirmed; however, the noted indentation on the tip is likely what the account perceived as broken. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported broken tip or the noted balloon rupture on the returned device. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.